Event description:
It was reported that post implant, the lead exhibited inter- mittent loss of ventricular capture. The patient presented to the hospital with syncopal symptoms. Pericardial effusion was observed via echocardiogram. The pocket was re- opened and subsequent fluoroscopy revealed perforation of the right ventricle. Therefore, the lead was replaced. The patient had a history of complete heart block and will be clinically monitored.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.